Event description:
Upon investigation, manufacturer's domestic evaluations lab found electrical contacts of this inform meter are melted, burned. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.